Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose was 167 mg/dl at the time of incident. Customer stated that she bolused for her meal and the insulin pump started alarming. During the pump error alarm troubleshooting, customer mentioned that the pump error did not occur during the rewind /load sequence. A normal bolus was delivered into the air, and customer confirmed that .5 unit bolus was recorded in the daily history but the previous .2 unit bolus did not record. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 or pump error 4 noted during testing. The device was received with minor scratched display window and case.